Event description:
It was reported by the clinician that the catheter was being used on a labor & delivery pt. The catheter was placed and used successfully. At which time, a very experienced ob nurse attempted to remove the catheter. Resistance was met when she first pulled on the catheter for removal. A second attempt was made and the catheter was removed; however, the black tip was missing. More info has been requested.

Manufacturer narrative:
Sample will not be returned for eval.